Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.

Event description:
Surgeon opened up the package and the ultratine was broken.